Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 473mg/dl. Customer also reports that insulin pump alarmed for insulin flow blocked alarm during bolus or basal or manual prime. Customer states that insulin exits the tubing. Customer also stated that they are unable to performed troubleshoot for no delivery. Customer declined troubleshoot for high blood glucose. Product will be return for analysis.